Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, clip failed fist lock test. Clip was closed and retested, but clip opened again. Clip was closed and removed from the patient. Troubleshooting was performed. Clip was replaced and another clip was implanted successfully. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.